Manufacturer narrative:
Concomitant medical products: product ID 7496-66, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000. Product type: programmer, patient: product ID 3986, serial# (B)(4), implanted: (B)(6) 1999. Product type: lead: product ID 3440. Product type: accessory. (B)(4).

Event description:
It was reported the patient was feeling a shocking or jolting sensation when increasing the amplitude of the internal neurostimulator (ins). It was indicated that the antennae cord of the patient programmer was bad and the battery cover will not stay on. Patient reported the antenna cable was crimped. The patient was concerned the programmer was the source of the shocking sensation. No other problems reported. Additional information has been requested, but was not available as of the date of this report.